Event description:
It was reported that pump displayed malfunction code 16 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode, to program pump settings and connect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label within 10 days, while technical support arranged replacement of pump under warranty and confirmed shipping address.